Event description:
During a thrombectomy procedure of the pt's right arm dialysis graft, a piece of the thrombectomy device broke off and lodged itself in the vessel wall. The physician inserted the device and it began to spin, then it stopped spinning. The physician pulled the device back and the tip lodged itself in the vessel wall and the rest of the device began to spin and break off from the tip. The tip that was lodged in the wall of the vessel was removed.